Event description:
Same case as MDR ID# 2134265-2012-06612 and MDR ID#2134265-2012-06614. (B)(4). It was reported that post a pci (percutaneous coronary intervention) the patient experience myocardial infarction (mi). The patient presented due to myocardial infarction (stemi) and was referred for cardiac catheterization. The first lesion was located in the proximal rca (right coronary artery) extending towards distal rca. It was 70 mm long with a reference vessel diameter of 3.5 mm and with 99% stenosis. After thromboaspiration and predilatation two 3.00x28 mm taxus element stents was implanted in an overlapping fashion. Following post dilatation residual stenosis was 0%. Additionally this lesion was treated with the placement of 3.5x28mm non bsc stent in the medial-proximal section overlapping the study stent. A staged procedure was planned for treatment of lesions in the om1 (obtuse marginal) and d2 (diagonal). The staged procedure was performed 3 days later. The lesion located in the 1st om was described as bifurcated, 12 mm long with a reference vessel diameter of 3 mm and with 95% stenosis. After predilatation a 3.00x16mm taxus element was implanted with 0% residual stenosis. The lesion in proximal lcx (left circumflex artery ) was treated with the placement of a 3.0x12mm non bsc stent with good angiographic result. On the same day, ECG suggested a non q-wave mi. The following day, prior to discharge, it was noted that the subject had elevated troponin values and an mi was reported. No ischemic symptoms were observed and no other action was taken. The event was considered resolved without residual effects and the subject was discharged on aspirin and prasugrel.

Manufacturer narrative:
(B)(4). Device is a combination device. Device evaluated by MFR: the device was not returned for evaluation. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is "user related" because the device was not used in accordance with the direction for use: lesions involving a bifurcation are contraindicated in the dfu. However, the complaint states that the stent was implanted in a bifurcated lesion. (B)(4).